Manufacturer narrative:
A rep was unable to connect to patient ipg was reported to abbott. No logs were available since unable to connect. Rep to meet with patient again. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that after undergoing an unrelated foot procedure, the ipg was unable to communicate with external devices. Troubleshooting was attempted by an abbott representative, including bluetooth resets, to no avail. Surgical intervention may be undertaken to address this issue.